Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation and was confirmed in the event history log review. The device was determined to not meet all product specifications related to the reported event. The reported problem "does not recognize slide clamp" was verified when the device was unable to display channel sensors when opening the door using a slide clamp. The cause was determined to be a failed lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.